Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the 1st firing in a lap. Assisted distal gastrectomy, at the setting of the device, the scrub nurse found that the handle blacked out when he/she checked the connection of the power handle and the shell. A circulating nurse had checked that the handle powered on normally when removed from the charger. The handle was re-inserted into the charger, but it was unable to re-start and it was unable to be used. The surgery was performed with a manual handle according to a doctor's judgment. The event occurred during the procedure but the product was not used for patient. There was no patient harm.